Event description:
Hand controller worked through part of the case - after approximately the 3rd time to use the device it alarmed and gave an error message. The connector was unplugged and plugged back in. System was rebooted and error message still occurred. Changed out hand controller to a new one and it worked just fine.